Event description:
It was reported a pt with a history of stroke and vertebrobasilar insufficiency was admitted for treatment of intracranial stenosis of the basilar artery (ba) with use of a stent system and balloon catheter. During the procedure, an "interval of recanalization of the ba" was noted after percutaneous transluminal angioplasty (pta) with the balloon catheter. The physician noted this may be due to vasospasm or dissection. It was reported the physician then proceeded to advance the stent system and the catheter kinked, resulting in the stent being deployed at the mid basilar artery. An angiogram was taken and demonstrated a hemorrhage at the top of the ba. Attempts were made with balloon inflation to control the leakage and a second stent was deployed in the distal ba. A final attempt to control the bleeding was leaving the inflated balloon in the proximal ba. Follow up angiogram one day following the procedure demonstrated continued bleeding. Pt reportedly expired due to brain death.

Manufacturer narrative:
Model/lot/expiration date and device manufacture date: unk as model and lot number were not disclosed. The device in question will not be returned for investigation as it was implanted into the pt. Additional information has been requested from the user facility. To date, no responses have been received. The cause of the event is unk.